Manufacturer narrative:
The field event of noise was confirmed. Final analysis found that the insulation was abraded at 18.1 to 18.3 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The abrasions were consistent with exposure to constant friction to the device can. No shorts were found.

Manufacturer narrative:
Correction - report type - should have been "serious injury" instead of "malfunction." Correction - b1 - "adverse event" should have been selected. Correction - b2- "required intervention to prevent permanent impairment/damage (devices)" should have been selected. Correction - h1- should have been "serious injury" instead of "malfunction."

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise over-sensing resulting in pacing inhibition. The lead was explanted and replaced. The patient was stable.